Manufacturer narrative:
Age/date of birth: exact age not provided; however as reported as about (B)(6) years of age. Date of event: unknown, not provided. Serial#: unknown, not provided. Model#: unknown, not provided. Catalog#: unknown, not provided. UDI#: unknown, as product serial number was not provided. Expiration date: unknown, as product serial number was not provided. If implanted, give date: exact date not provided; however, indicated as about 2 years ago. If explanted, give date: exact date not provided; however, indicated as about 1 to 2 months ago. Telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the product serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient had a posterior subcapsular/traumatic cataract in one eye and the other eye was pre-presbyopic. The doctor felt that a tecnis symfony intraocular lens (iol) would be her best option. The patient had the lens implanted a significant time ago, perhaps two (2) years ago. The lens was removed and replaced with a monofocal lens about a month or two ago, an exact date not provided. The surgery was uneventful for the patient and her visual and physical outcome as well. The reason for explant was not due to any problems with dysphotopsia, but rather to resolve the patient's reported dissatisfaction with her vision. The patient reportedly complained that she couldn't get any vision at all. The patient is still getting used to the new lens. No further information was provided.

Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).